Event description:
Customer reported that the insulin pump's screen protector and reservoir o-ring popped off due to being dropped. Blood glucose level was 193 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Broken reservoir tube lip, cracked battery tube threads, missing display window, missing reservoir tube lip o-ring and cracked case near display window corners noted during visual inspection.